Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device feature that monitors the pacing amplitude threshold and adjusts left ventricular (lv) lead outputs was permanently deactivated due to phrenic nerve stimulation. The lv lead remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.